Event description:
After a liver resection and following conmed electrosurgery's voluntary safety alert letter which stated "after use, it would be prudent to verify that the internal needle electrode is still intact within the handpiece", the staff broke apart the handpiece and found only a blunt end portion of the electrode.